Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm was noted. The motor passed motor test. The pump was received with cracked reservoir tube lip, scratched lcd window, missing end cap sticker and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 573 mg/dl. The customer treated with a shot. The customer stated that she gave herself a bolus and the pump alarmed motor error. The customer stated that the alarm occurred 3 times. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that they were able to rewind the pump. The customer stated that she was able to give herself 6 units without a motor error. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.